Manufacturer narrative:
Correction: section g3 ¿ the awareness date should have been 14 jun 2024 rather than 11 jun 2024.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for the MRI (magnetic resonance imaging) procedure. The pacemaker found to be in backup vvi mode post MRI procedure because of failure of changing the mode. No intervention was performed and the patient was in stable condition.